Event description:
Information was received from a consumer with an implantable drug infusion pump indicated for non-malignant pain. The pump contained dilaudid with an unknown concentration and dose. It was reported his pump had gone empty/dry in (B)(6) 2017. The patient stated the pump did alarm when it went empty, but the patient didn¿t hear it. The hcp caught it and refilled the pump. No symptoms/complications were reported related to the empty pump.